Event description:
Incorrect markings on tibial insert trials. One side of trial correctly marked 13mm, other side incorrectly marked 15mm. Product labeled as 13mm.

Manufacturer narrative:
Trials not yet rec'd. When parts are rec'd and evaluated, the info requested will be provided in a follow-up report. All trials in this lot were shipped to foreign country.